Event description:
Physician attempted to deliver the silverhawk ss+ to the distal left posterior tibial artery. The ss+ would not cross the diseased area. The physician started to pull the device out and felt resistance. The physician visualized the catheter under xray and identified a prolapse or "loop" in the wire around the tip of the catheter. The physician attempted to improve wire position by pushing forward and alternately pulling back on the wire with no success. He elected to pull the wire and ss+ out as one unit but could not fit the device through the 7f cook sheath. The scrub tech then cut the proximal hub of the ss+ catheter to remove the sheath leaving the ss+ and nitrex wire in the right common femoral while holding pressure. The physician then slowly removed the catheter and wire without injury to the vessel. Pressure was held on the groin protocol and the procedure was complete. Please reference MDR 2183870-2015-00054 for the nitrex wire used in the procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the silverhawk handle was separated from the torque shaft at the distal end of the strain relief. The separation exhibited frayed wires from the braided torque shaft and the multifilar drive coil. The silverhawk distal tip assembly exhibited a longitudinal tear the entire length of the (white) torque shaft guidewire sleeve and longitudinal tearing at the guidewire lumen from the proximal edge to the section where the gwl becomes significantly encapsulated in the tecothane tapered tip. Damage of a similar nature has been observed when the guidewire is prolapsed or wrapped around the device proximal to the silverhawk's rx wire lumen and the device is then pulled into the guide sheath. This causes the guidewire to tear the rx lumen.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.